Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and could not confirm capture. Ts suggested assessing the device system in office. The device remains in use. No adverse patient effects were reported.